Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). A 190cm emboshield nav 6 embolic protection system (eps) was advanced through resistance; however, was noted to fail to deploy the filtration element and during removal resistance was felt and the distal end of the .018 viper wire was noted to separate near the distal end of the 6f sheath after force was applied. After the eps was completely removed an attempt to snare the separated viper wire was made; however, was noted to be unsuccessful. Therefore, the separate piece was surgically removed on the same day. It was unknown how the fracture occurred as the guide wire was fractured by the time force was applied during removal. There were no adverse patient effect nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - guide wire / fdw selection incorrect, 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. It is likely that anatomical conditions contributed to the reported resistance during advancement. Additionally, it is likely that during the attempt to advance against resistance, the distal end of the delivery catheter became bent or kinked resulting in deployment failure and resistance during removal. Continued attempts to remove the devices with force, likely contributed to the reported separation of the viper wire tip. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2017/force removed as the force was applied to the viper wire during removal of the nav6 filter.